Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 gas blender system. The incident occured in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 gas blender system showed a gas flow disturbance and the values were not stable during a procedure. There was no report of patient injury. The investigation is still on-going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 gas blender system showed a gas flow disturbance and the values were not stable during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occured in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 gas blender system showed a gas flow disturbance and the values were not stable during a procedure. There was no report of patient injury. The gas blender was returned to sorin group (B)(4) for investigation. Visual inspection did not identify any defects or abnormalities. A test run was performed and the reported issue could not be reproduced. A functional control and technical safety inspection were carried out and no issues were discovered. The device was cleaned and disinfected and returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.